Manufacturer narrative:
H3/h6: the non-invasive patient tracker (nipt) was returned and analyzed. Analysis found that the returned tracker would not track when connected to a known good system but displayed red status only. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was no adhesive tape with the non-invasive patient tracker (nipt). It was also reported that there was an nipt recognition failure. There was no patient involvement.